Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergic reaction to the metals") and uterine infection ("developing an infectious process requiring hysterectomy") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pruritus and pregnancy. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011 she experienced rash ("cutaneous exanthema"). In (B)(6) 2011 she experienced allergy to metals (seriousness criterion intervention required). Essure was removed on (B)(6) 2012. An unknown time later she experienced uterine infection (seriousness criterion intervention required). The patient was treated with surgery (essure removal, removal of uterus and hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals, rash and uterine infection to be related to essure administration. The reporter commented: as a result of the removal of her uterus, she has been suffering from depressive symptoms, for which she is being treated at the mental health clinic. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-feb-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergic reaction to the metals") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pruritus and pregnancy. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011 she experienced rash ("cutaneous exanthema"). In (B)(6) 2011 she experienced allergy to metals (seriousness criterion intervention required). An unknown time later she experienced infection ("developing an infectious process"). The patient was treated with surgery (essure removal, removal of uterus). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals, infection and rash to be related to essure administration. The reporter commented: as a result of the removal of her uterus, she has been suffering from depressive symptoms, for which she is being treated at the mental health clinic. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.